Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. Driveline, local, and pump pocket infection are listed (in the hm3 IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted and presented with increased driveline pain, purulent drainage, fever and systemic inflammatory response. The patient reported that the pain extends around the driveline and into midline. The patient developed fever, chills and general malaise. The patient was started on infused antibiotics and will likely be scheduled for surgical debridement. No additional information was provided.

Event description:
The account reported that the event began on (B)(6) 2018 with driveline exit site drainage and positive cultures from external facility. Cultures were taken and showed methicillin-resistant staphylococcus aureus (mrsa) growth from the driveline exit site cultures on (B)(6) 2018 as well as heavy mrsa growth from the surgical culture on (B)(6) 2018. An I&d was performed on (B)(6) 2018. External cultures were taken again on (B)(6) 2018 that was cleared.

Event description:
It was reported the patient discontinued IV antibiotics on (B)(6) 2018 and started oral antibiotics.

Event description:
Per additional information, the patient received a surgical debridement on (B)(6) 2018. The patient is off IV antibiotics and has been transitioned to oral antibiotics. The account communicated that the infection has not resolved.

Manufacturer narrative:
Additional information received. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction/additional information - it was inadvertently left out that the initial submission of this event was reported by the manufacturer under medwatch MFR # 2916596-2018-01604. Medwatch MFR #2916596-2018-03649 reports were submitted as additional information.

Event description:
The patient had a woundvac placed on (B)(6) 2018. The patients infection was treated with parental antibiotics. No further information was reported.